Manufacturer narrative:
Event date is only approximate, only month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. Information was reported that the patient needs to have some tests done because of some more pain in the patient's back which started in (B)(6). The patient said he got the ins for nerve damage on the left side and groin. The patient said he had a test with dye in his spinal column on monday ((B)(6) 2018 and he is still having headaches from that. He went to his healthcare provider (hcp) yesterday and they could not see enough. The patient is unsure if the procedure was due to a problem with their device/therapy. The patient said he needs to have some tests done he is having more pain in his back. The patient said it is really strange, it feels like there is actually something in there moving around and the pain is up into his neck and across his left back and all the way across to his left fingertips, it is very uncomfortable. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported from the patient. When the patient was asked to clarify something moving around in there they said, "I don't know, sometimes it just feels like something is moving in my back along their spine." The cause of the patient's back pain has not been determined, and they are still waiting for tests. No further information was reported.